Manufacturer narrative:
No adverse event. Lot # and expiration date not applicable. Not an implant. Updated. Investigation: the issue of the broken monitor suspension for the x300 system was investigated. The most probable cause of the damage was a result of mishandling of the x300. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the user attempted to adjust the monitor into position. The user moved the monitor in the wrong direction and the folding assembly broke. There was no study or procedure being performed when monitor broke; therefore, there was no patient involvement. No additional information was provided.